Event description:
It was reported that the patient presented remotely via merlin.net. Transmission showed their right ventricular (rv) lead had low defibrillation impedance. No changes were made. The patient was stable.

Manufacturer narrative:
Further information was requested but not received.